Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the device was unable to boot up intermittently.

Manufacturer narrative:
The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The device battery was exhausted, preventing the device from turning on. After charging, the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.